Event description:
The patient reports on and off pain, swelling and inability to walk since the surgery. Patient reports to have received multiple cortisone shots, CT-scan, and blood tests.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.